Manufacturer narrative:
The correction of d4 catalog #, d4 version of model # and d4 serial # deems required. This is based on the internal evaluation. Previous d4 version of model # hld73sf - ard568536710c. Corrected d4 version of model # ard567201361/ard568303906. Previous d4 catalog # ard567201361. Corrected d4 catalog # ard567201361/ard568303906. Previous d4 serial # (B)(6). Getinge became aware of an issue with one of our surgical lights ¿ hled. According to photographic evidence, paint was peeling from fork, spring arm, and suspension arm. Also it was found that a label was chipped, an ambient light module was missing and a keypad membrane was damaged. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint and label peeling, missing ambient light and keypad membrane damaged with missing particles which could be considered as technical deficiency, and in this way the device contributed to the event. Retrieved information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate, for label chipping off is low, for ambient light detachment is very low and keypad membrane damaged is very low. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s IFU 01581 rev. 9, page 27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices (powerled¿s IFU 01581 rev. 9, page 27). Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced (powerled¿s IFU 01581 rev.9, page 20). Additionally, the manufacturing site¿s subject matter experts have investigated the issue with ambient light and concluded that the detachment was caused by a collision or an excessive strain during the cleaning. Powerled light head must be used according to the instructions for use. To prevent any degradation it is recommended to avoid collisions and to wipe the surfaces with a moderate effort and with a dry cloth to make sure that no liquid residue is left on the device after cleaning. (Powerled¿s IFU 01581 rev. 9, pages 35-36) additionally, as stated by the subject matter expert the damaged keypad is also the result of a shock with another device. About the torn or damaged labels, the subject matter expert stated that the most probable root cause is an excessive friction during cleaning or inappropriate cleaning products. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. According to photographic evidence, paint was peeling, a label was chipped, ambient light module was missing and keypad membrane was damaged. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.